Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken in two pieces, confirming the reported event. Microscopic inspection of the fiber identified normal degradation at the fiber tip and no issues were noted with the connector. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. The reported burn is a known risk associated with this type of procedure and is noted as such in the device instructions for use. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during a holmium laser enucleation of the prostate, the fiber body broke in two parts and slightly burned the operator's arm. There were no complications or injury to the patient. The fiber was replaced. No further complications were reported.

Event description:
It was reported that, during a holmium laser enucleation of the prostate, the fiber body broke in two parts and slightly burned the operator's arm. There were no complications or injury to the patient. The fiber was replaced. No further complications were reported.